Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown siltex silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 22020 mentor became aware that mistakenly reported (B)(4) as serial number, which is actually the lot number of the device. The manufacturing record evaluation (mre) of lot number 52633 was requested to the quality operations team. However, the physical file of the DHR was not found at this time. Should information become available, mentor will report accordingly. Manufacturer¿s reference number: (B)(4).